Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The power management board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the issue was found to be caused by physical damage to a component on the power management board.